Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. The angiogram showed some disease in the bifurcation, but no other problems were noted at the time of closure, which was successful. Later diminished pulses were noted and the pt went to surgery. The surgeon reported that the access site was closer to the bifurcation than it appeared in the angiogram, and that the stitch had cuased a partial closure of the profunda. The stitch and some clotted material was removed, and blood flow was restored. The pt has recovered without incident.